Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression.

Event description:
It was reported that two weeks after implant, the left ventricular lead was causing diaphragmatic stimulation and it was thought that the lead may have migrated. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.